Event description:
The customer states that since they began using architect ipth assay lot 00212f000, they have seen an approximate 20% increase in both patient and proficiency test (neqas) results. The customer states that more clinicians have commented that they are seeing higher than expected pth results when viewed with calcium results. No patient results were provided. There has been no reported impact to patient care.

Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.